Event description:
It was reported to philips that the system's geometry module was damaged, which can impact the geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.